Event description:
A surgeon explanted & replaced a memory lens iol from a pt's left eye due to opacification. Left eye acuity reported an 20/40. Prognosis good. Requests have been made for further info; however, no further info has been provided.

Manufacturer narrative:
As there was no product returned or lot number provided, no detailed investigation can be performed.